Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a full supply change with contact detach 23" 6 mm infusion set, the user noted skin irritation at the old site after leaving it in place beyond the recommended wear time, and while performing a fill tubing the user became hot and nauseated and recorded a fingerstick blood glucose of 41 mg/dl; the cgm displayed a sensor error at the beginning of the call and alerts were not received. Symptoms included hypoglycemia with reduced responsiveness and delayed answers. Outcomes included on-call treatment with oral carbohydrates, gradual return to full responsiveness, and subsequent blood glucose increase to 65 mg/dl, with the user electing to pause pump use and proceed with manual injections until resuming setup later. Investigation included triage, guided troubleshooting through the supply change, verification that the user was disconnected during fill tubing, review of cgm status, and confirmation of corrective actions and education. Investigation of this case revealed hypoglycemia of unclear cause in the setting of a sensor error and delayed infusion set change, without evidence of device malfunction during the guided steps. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.